Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient stated she had pneumonia but could not specify if this was caused by having high bg readings. The nurse that was taking care of the patient at home stated that a bg was measured and it was 505 mg/dl. Meanwhile, the dexcom cgm only showed values up to 300s then eventually would read "high". She also reported that the sensor produced rapidly changing "jumpy" values. The nurse contacted the paramedics and the patient was taken to the hospital where she was diagnosed having dka. The patient could not recall what treatment was provided at the hospital and did not specify how long she was in the hospital. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.